Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they received the recharger but still continued seeing 100% on implant charging level. Pt believes ptm (patient telemetry module) was showing incorrect info. Pt confirmed stim was on and they could feel stim. Pt said this whole week it kept showing 100% and verified they were looking at the bottom row on batteries screen. A request was sent to repair to replace the controller. Reviewed to follow up with healthcare provider (hcp) if not resolved.

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the controller not working led to the issue of stim turning way down. The recharger paddle and controller were replaced and the issue has been resolved.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated they got their replacement controller but it did not come with a battery. Agent reviewed that controller would not come with a battery pack and they would need to use their current battery pack. Agent walked patient through pairing controller with implant. Agent walked patient through setting up date and time on controller.

Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID 97755-s; serial# (B)(6); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call the controller did not seem to work right yesterday and yesterday it showed 'battery needs to be replaced' and both batteries show 100% charged. Again this morning when patient tried to charge the implant, they got the message. Patient confirmed their stimulation was turned on. Patient was in severe pain. Patient said their stim was turned way down and not doing them any good, they could hardly do anything. Patient called the representative and was told to call and get a new battery pack. A request was sent to repair to replace the recharger.